Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  Device evaluation: the lens remains implanted; therefore, not available for investigation. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lint noticed on underside of the lens when implanted, the lint was removed from the patient eye and the lens remained implanted. Reportedly, there was no incision enlargement, vitrectomy or suture required and no patient injury resulted. Patient is doing fine postop. No further information provided.